Manufacturer narrative:
Investigation summary: the reported complaint of leakage was confirmed on the returned set. During visual inspection, one end of the transpac is bent making an angle. No cracks or crazing were observed. When the returned set was primed and pressure leak tested, a leak was observed from the transpac area where it is bent making an angle. This constituted to a leak from the transpac. The probable cause of the male luer of the transpac making an angle to the 3 way stopcock had occurred due to unintentional excessive twisting force during use.

Event description:
The event involved an unspecified tubing set where it was reported a new infusion on a patient began leaking blood. There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.